Event description:
It was reported to adac that the dose is incorrectly invalidated in the smartsim application. The user observed that the selected beam was the "rpo boost" while the beam displayed in the drr was the "lao boost." All beams were computed except the lao boost. After adding a block to the lao boost they noted that the dose was invalidated for the rpo beam, not the lao boost beam. No injury was reported as a result of this issue.